Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that during routine device change out, that the right ventricular (rv) lead had been working in bipolar mode in previous device. However, when placed into new device the rv lead would not sense in bipolar mode and lead fracture was suspected. Temporary transvenous pacing was utilized to troubleshoot the lead and it was noted that bipolar impedance was undefined. The lead was reprogrammed to unipolar and two days later was explanted and replaced. No patient complications have been reported as a result of this event.